Event description:
It was reported that during distal radial fracture repair procedures at several hospitals, surgeon had difficulties engaging the screwdriver with the variable angle locking screws. No patient injuries or delays in the procedures were reported.

Manufacturer narrative:
Other - investigation found a potential tolerance issue between the driver and the screw as reported. A design change has been implemented to change the tip geometry to eliminate potential interference with mating screws.

Manufacturer narrative:
Although the device is noted as being available for evaluation, it has not been received by the manufacturer to date. However, current investigation into the issue identified the root cause is related to a tolerance stack up issue; investigation is in-process. The results will be forwarded to the FDA upon completion of investigation. Event date - multiple unknown event dates. The lot number identification necessary to review manufacturing history was not provided.